Manufacturer narrative:
A product investigation was completed: our investigation shows that the product in question is broken between the screw head and the threaded shaft. The screw head is missing. Furthermore we found wear and tear and striation signs on the surface. The manufacturing review could not be performed as the lot number is unknown. We are not able to determine the exact cause of this occurrence as no detailed clinical information is provided. Due to the damage and the wear and tear signs, it is likely that a mechanical overload situation during use lead to the complained issue. The microscopic view of the broken surface shows a homogenous surface which at indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device broke intra-operatively and was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that one (1) of four (4) screws broke at the screw head during fixation. No patient harm or surgical delay resulted. This report is 1 of 1 for (B)(4).